Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between july 01, 2023 and july 03, 2023. H11: seven (7) actual devices were received for evaluation. Visual inspection of the returned samples showed embedded particles on the outside of the white connector, on the outside of the bag, inside the tubing. The particles were further described as dark particle/fiber spot, white particle spot or pink stains spot. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging process, as the particulate matters observed were either enclosed or embedded in the samples sealed product packaging, or embedded in the product tubing, or observed on various areas of the inlet products including the white downstream connector, and between the spike cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.